Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A visual or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility or is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. A proper investigation or corrective actions can be implemented due the lack of product sample and batch number to and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number. Teleflex will continue to monitor and trend related events.

Event description:
Once the sacrospinous ligament was entered and pulled the device back the physician tied a knot and when it was cut the dark os it fell into the perineum and it was unable to be identified. An x-ray done but it was not found. They were not sure if it was left in the patient or fell on the floor. They were able to complete the case using the same device. There was no patient injury.